Event description:
It was reported that the pressure level was unstable. The 90% stenosed target lesion is located in the moderately calcified and moderately tortuous distal right coronary artery. A 26 encore balloon catheter inflation device was selected to inflate the unspecified balloon catheter. During the procedure, when pressure was applied to inflate the unspecified balloon catheter it was noted that the needle of the gauge was decreasing as pressure was applied. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the unit was visually inspected for any damage or defect. No issues were noted with the returned complaint unit. The flexcil line of the complaint unit was severely blocked with dried saline/contrast media. A functional test of the complaint device was carried out. The device locking mechanism test was performed and the plunger was difficult to turn thus requiring extra force to be applied in order to increase pressure. This caused the needle to jump forward resulting in the needle slowly moving backwards but never by more than 1 atm. The unit was disassembled and the components of the encore unit were further inspected. It was noted that there was dried saline/contrast media along the plunger threads. The plunger was soaked in warm water and allowed to cool. The plunger was re-introduced into the complaint unit and functional testing was carried out. After removal of dried saline from the plunger no issues were noted with the complaint unit during functional testing. It is probable that the unit was prepped in advance causing deposits of dried saline/contrast media to form on the plunger resulting in difficulty turning. If too much force is used to rotate the plunger quickly, the needle of the gauge will jump forward causing it to move backwards until it settles at the pressure it is really at. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the pressure level was unstable. The 90% stenosed target lesion is located in the moderately calcified and moderately tortuous distal right coronary artery. A 26 encore balloon catheter inflation device was selected to inflate the unspecified balloon catheter. During the procedure, when pressure was applied to inflate the unspecified balloon catheter it was noted that the needle of the gauge was decreasing as pressure was applied. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).